Event description:
It was reported that the patient presented in-office in (B)(6)with worsening heart failure. Upon interrogation of the implantable cardioverter defibrillator, the lead would not capture at the maximum output through the device. The impedance was stable and within normal ranges; suspected connector anomaly. The device was explanted and replaced. The procedure was successful without consequence to patient.

Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory. The device was tested on the bench and no right ventricular pacing could be observed. The cause of the loss of pacing was a anomaly.